Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: dislodged stent. It was reported that three promus stents were placed in the right coronary artery (rca) one week prior to the event. One stent was placed proximal and two stents were placed distal. It was noticed that there was an area missed when the initial implantation took place. An attempt was made to place a 3.0 x 8 mm promus stent without predilatation was in the geographical area; however, resistance was felt. When the stent delivery system (sds) was pulled out of the body, the stent dislodged. It is assumed that a strut was lifted on the 3.5 x 12 mm promus during withdrawal. It was attempted to buddy wire with another co's guide wires, to retrieve stent. Also, tried ballooning to get bent strut back in place, but was unable to advance any balloon through due to strut hanging in the artery. The stet is still in the rca, unretrieved. The pt refused surgery. The pt will be on warfarin continuously. The hosp is going to anticoagulate pt and will look at further options of retrieving the stent. Pt is doing fine. No add'l event or pt info is available. You are receiving this MDR report form abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.